Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the ipg had reached end of service. Approximately one month prior, the patient¿s controller displayed the ¿replace generator soon¿ message. Surgical intervention may take place at a later date to address the issue.

Event description:
Surgical intervention took place on (B)(6)2022 to explant and replace the ipg. Therapy has been restored post operatively with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.